Event description:
It was reported that a dexcom g6 continuous glucose monitor did not pair to the ilet, and troubleshooting identified that the transmitter had reached end of life with zero sessions remaining, leading to loss of cgm input and manual blood glucose entry mode on the ilet; initial reported fingerstick glucose was 327 mg/dl, and subsequent follow-up showed 181 mg/dl after continued manual entries and use of bg run mode. Investigation included technical review and user guidance on operating the ilet in bg run mode with fingerstick entries. Investigation of this case revealed that the transmitter had exceeded its use period, which prevented pairing and cgm data transmission to the ilet. No user reported symptoms associated with hyperglycemia. Outcomes included temporary loss of automated insulin dosing based on cgm and the need for manual blood glucose entry until a replacement transmitter is obtained. It was concluded that the event was attributable to use of an expired cgm transmitter resulting in cgm unavailability and transient hyperglycemia, resolved with manual operation while awaiting a replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.